Event description:
An article was published reporting that a patient had a poil lens with progressive corneal endothelial cell loss. The lens was explanted and replaced with a toric icl. The patient experienced shallowing of the ac, and a scleral tunnel incision caused a wound leak and early post operative hypotony. Additional sutures were performed to control ocular hypotony. Persistent leakage was later suspected despite sutures and fibrin glue was used as surgical management. The eye later remained stable without further hypotony. One month post operatively visual acuity was 20/20 and corneal endothelial cell density stabilized. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6: health effect clinical code 4581: shallow ac claim: (B)(4).